Manufacturer narrative:
A specific cause for the report of a pump infection could not be conclusively determined. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(4), did not reveal any device-related issues, and a direct correlation with the reported events could not be conclusively determined. The pump was returned assembled with the pump cable severed approximately 9 inches from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent heart transplant, expedited due to a persistent driveline infection. No additional information was provided.